Event description:
Approximately 15 months post sapien valve implant, tee revealed severe paravalvular leak (pvl). At implant there was no pvl as confirmed by tee. The patient was symptomatic and the decision was made to re-dilate the valve. Intraoperatively, three jets of pvl were noted. Post dilatation tee revealed none to mild pvl.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the late pvl cannot be confirmed; however, it was successfully treated with post dilation of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.